Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were called when the customer's blood glucose went down to 29 mg/dl. It was stated that his healthcare provider adjusted his basal rates and the overnight basal was set too high, causing low blood glucose over the course of the night. Emergency medical services treated the customer with glucose paste. It was stated that the customer had experienced two low blood glucose events days before this one. At the time the report was made, the customer's blood glucose was 141 mg/dl. Nothing further reported.